Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead was unable to be tested through the analyzer. Different cables, programming, and analyzers were attempted without success. No signal was observed on electrograms (egm) and impedance measured high out of range (oor). The physician requested a new lead which tested normally with the same cables and analyzer used to test the first lead, and the second lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.